Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy connector and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during patient use, their device would not recognize the patient when connected to defibrillation pads. No further details about the patient or the event were provided. Physio-control contacted the customer in order to obtain additional information on the patient; however, the customer is unwilling to provide patient information.